Event description:
It was reported that the patient experienced infection with a previous unknown penile prosthesis. The previous device was explanted and a new tactra penile prosthesis was implanted in a later surgery, after the patient healed from the infection. No further patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.